Event description:
Patient called to report the issues he is having with the dexcom g6 glucose monitor. He says the monitor loses connection for 3 to 4 hours randomly for no good reason. He also said he gets false low reading while he is sleeping. He said sometimes he gets a reading as low as 60 mg/dl and when he measures it on a different device, it reads 115 mg/dl. He thinks that is a wide range for a false reading. He said sometimes he treats it and sometimes it corrects itself. He said he contacted the manufacturer but all they do is send him a different one. He said most of them have similar problems and having another one did not help.